Manufacturer narrative:
Patient information was not provided. Livanova (B)(6) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova service field representative was dispatched to the facility to investigate. The service representative performed a serial readout and replaced the display and the processor board to resolve the reported issue. Subsequent testing found no further issues and the device was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician.

Event description:
Livanova (B)(6) received a report that the screen of the centrifugal pump 5 (cp5) became white with vertical lines during a procedure. The cp5 was still operational and did not stop. There was no report of patient injury.

Manufacturer narrative:
The replaced boards were returned to livanova (B)(4) for further investigation. Initial inspection of the returned products identified that the parts are seemingly inconsistent with the event reported, though during follow-up communication with the service representative it was reiterated that the parts were correct. Both boards were tested intensively without malfunction. As the issue could not be reproduced, a root cause was not identified.